Event description:
It was reported that during a knee revision procedure, the rivet (fastener) snapped off while cutting the femur. It was also reported that no pieces were left behind in the patient; an x-ray was carried out to determine this. It was further reported that no additional medication was required and another blade was readily available to successfully complete the procedure.

Manufacturer narrative:
The blade subject to this MDR has not been returned to manufacturer for evaluation as yet. In addition, product lot number information has not been provided.